Event description:
The reporter stated the surgeon inserted a micl 13.2 mm implantable collamer lens in the pt's left (os) eye in 2009. Lens was removed due excessive vaulting at about 3 weeks later, and exchanged for a shorter lens. Further info requested but not yet forthcoming. Any additional info will be supplemental submitted.